Event description:
It was reported by the affiliate that the (1) eps03 was used during a videotaped gall bladder procedure. It was reported that at the beginning of the intervention, (removing the gall-bladder) the surgeon used the hook and on the second or third movement the hook totally broke. The surgeon could not find the hook after the treatment control. The hook is still in the patient's body.